Event description:
During a laparoscopic cholecystectomy the surgeon was ligating the cystic artery. A clip from the er320 was applied to the cystic artery and the surgeon noted a gap in the clip. The surgeon divided the cystic artery which resulted in bleeding. An attempt was made to clip the artery laparoscopically. The case was converted to open. The pt lost 500cc's of blood. The clip applier was disposed of. Two clips are being sent in for analysis.

Manufacturer narrative:
H6: code 81(other)- one clip returned for evaluation, device not returned. Code: 100(other)-pear shaped clip. A1,2,3,4;b6,7,d10-information not provided by user facility. 8/30/96 1200 attempted to call contact person. There was no answer. Called or and was told contact was on vacation. Bah. D5,6;h4-information not available.